Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, the catheter patency could be confirmed without any problem. When the dressing was attempted to be changed, the dressing was not removed well and the catheter part which was outside of the patient¿s body was broken. The proximal catheter segment and the distal catheter segment were removed. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong nxt clearvue catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete approximately 5mm from the assembled connector. The break profile appeared uneven. Microscopic inspection of the break revealed a finely granular fracture surface. The fracture features were sharply defined. The catheter exhibited an elliptical cross-section at the break site. Tensile weakness, material necking (narrowing) and discoloration were observed in the vicinity of the break during tactile evaluation. The break features were consistent with material failure due to tensile (pulling) stress. Both the damage location and event description suggested that dressing change techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, the catheter patency could be confirmed without any problem. When the dressing was attempted to be changed, the dressing was not removed well and the catheter part which was outside of the patient¿s body was broken. The proximal catheter segment and the distal catheter segment were removed. There was no reported patient injury.